Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient underwent a mesh removal surgery on (B)(6) 2008 due to pain, erosion, recurrence, urinary problems and dyspareunia. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent implantation of an additional mesh product on (B)(6) 2013 due to stress urinary incontinence and pelvic organ prolapse. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04451 and 2210968-2014-05454. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04451. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 12/02/2016.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrent urinary tract infections, rectocele, urinary incontinence and urinary retention.

Event description:
Details: it was reported that following insertion, the patient experienced recurrent urinary tract infections, rectocele, urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary obstruction.

Manufacturer narrative:
(B)(4)